Event description:
This lead was explanted due to a lead fracture. There is no lead replacement due to afib. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 12/7/2016 - update: this lead was capped. Explant date was removed. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.